Event description:
During a procedure to implant an alta hip screw, the surgeon attempted to use dall miles cables to secure the distal extension plate. Two cables were used successfully but the third failed to advance when the surgeon attempted to tension down. The reporter noted that cable seemed to slip in the tensioner. A second cable was tested and it began to slip at 60 pounds of tension. The dr used ortho wire to complete the procedure. This event is being reported as a serious injury due only to a surgical delay.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest the event was attributed to improper cleaning.